Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a corneal abrasion on the left eye (os) on the same day of the initial treatment. A description from the surgery center indicated on the same day of initial treatment there an abrasion was observed on the superior nasal near the flap edge and a bandage contact lens (bcl) was placed. At a 1-day post op exam, the patient¿s visual acuity on left eye was 20/30 with bcl and the abrasion was still showing. On a 6-day post op exam, the bcl was removed and visual acuity was still at 20/30. There was also mild inflammation superior and loose epithelium. A flap lift and irrigation was performed and the surgeon pushed away the loose epithelial cells. The surgery center indicated the large abrasion was still present and a bcl was placed. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -3.25 x -.75 x 5, left eye pre-op 20/20 -2.75 x -1.50 x 170. Post-op; bcva from (B)(6) 2017, left eye post-op 20/30. Post-op; bcva from (B)(6) 2017, left eye post-op 20/30.